Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient received inappropriate hv therapy for svt. It was recommended the device be reprogrammed. The medication of the patient was adjusted and will be monitored with routine follow-up. No further information is available.